Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked select button keypad overlay, cracked case behind the device at the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turned on. Customer stated they inserted a new battery but the pump was still not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.